Event description:
It was reported the patient received the following results within 15 minutes: 124 mg/dl (accu-chek guide system), 47 mg/dl (unknown continuous glucose monitoring device), and 55 mg/dl (school nurse meter). The patient experienced symptoms of clammy and shaking at school. The school nurse administered glucose tablets and juice. It is unknown if the patient was able to self-treat.